Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed driveline (dl) wire damage that could have contributed to the reported low speed and pump stop events captured in the submitted log files while the patient was being supported by the power module. The external portion of the original dl initially returned measured approximately 17" from the controller connector (cc). After the pump exchange, (B)(6) was returned along with the remaining portions of the dl (a pump-end portion measuring approximately 2.5" from the pump housing and a distal portion consisted of both the original and repair dl measuring approximate 36" from the cc). The previous repair site was observed from approximately 17.5" - 21.5" from the cc. The sealed inflow conduit (inlet elbow, flex section, and inlet extension), outflow graft, and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The returned portions of the dl were tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection revealed breaches in the insulation of the brown and black wires from the internal portion of the dl. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. Examination of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of damage. If the exposed conductors of the brown and black wires contacted the metal braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting short-to-ground would have resulted in the low speed event that was confirmed through the submitted log files. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook, rev. C, is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Controller manufacturer report number: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed driveline (dl) wire damage that could have contributed to the reported low speed and pump stop events captured in the submitted log files while the patient was being supported by the power module. The external portion of the original dl initially returned measured approximately 17" from the controller connector (cc). After the pump exchange, (B)(6) was returned along with the remaining portions of the dl (a pump-end portion measuring approximately 2.5" from the pump housing and a distal portion consisted of both the original and repair dl measuring approximate 36" from the cc). The previous repair site was observed from approximately 17.5" - 21.5" from the cc. The sealed inflow conduit (inlet elbow, flex section, and inlet extension), outflow graft, and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The returned portions of the dl were tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection revealed breaches in the insulation of the brown and black wires from the internal portion of the dl. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. Examination of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of damage. If the exposed conductors of the brown and black wires contacted the metal braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting short-to-ground would have resulted in the low speed event that was confirmed through the submitted log files. Incidental finding: a slit in the silicone jacket approximately 0.25" from the metal connector was observed. This slit did not fully penetrate the silastic layer. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure as an adverse event which may be associated with the use of heartmate ii lvas. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. The relevant sections of the device history records for vad-60884 and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
An echocardiogram taken on (B)(6) 2021 showed that the patient's right atrium (ra) and right ventricle (rv) were severely dilated.

Manufacturer narrative:
The patient's percutaneous lead was received on 20oct2021. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the hospital with speed drops while connected to power module. No issues occurred when the patient was connected to batteries. The patient was stable. It was believed that the patient had a short to shield. Log files were not readily available. It was further reported on 16oct2021 that the patient had presented with low flow alarms and pump stops while connected to their mobile power unit (mpu). The patient was to be kept on an ungrounded cable. 29 pump stops and 64 low speed advisories were captured in the log files. Speed drops were as low as 0 revolutions per minute (rpm). These issues appeared to only occur when the patient was connected to power module. The patient reportedly had a percutaneous lead repair on 18oct2021. The patient was then placed back on a grounded patient cable. That same day the patient was bending down and their pump speed dropped causing the ventricular assist device (vad) to alarm. The patient was immediately placed on battery power. The patient's vad was interrogated and 2 low speed alarms were found, along with 1 pump stop event. Log file analysis noted a pump stop event during the driveline repair. Further low speed advisory and pump stop events were noted while the patient was using the grounded patient cable. It was further reported on 21oct2021 that the patient was planned for a heartmate 2 exchange on (B)(6) 2021. The patient was admitted to the vad unit on an ungrounded patient cable. It was additionally reported that the patient underwent a heartmate ii to heartmate ii exchange that day. Only the pump and driveline were replaced. The outflow graft and inflow cannula were left intact.